Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported "being dizzy and seeing little black spots and not taking the correct amount of medicine due to the error-4 message". Customer sat down and self treated with soda. There was no report of death, serious injury or third party medical intervention.

Manufacturer narrative:
(B)(4). The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.